Event description:
It was reported that (1) tlc75 was used during an unknown procedure. It was reported by the rep that the tlc75 did not cut or fire at the distal tip. It is unknown how the case was completed. There was no consequence to the pt.